Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The fse (field service engineer) was on site for investigation. The printed circuit board (pcb) where inspiratory and expiratory pressure transducers located, were replaced. The replaced part kept by the customer therefore the further investigation was not possible. According to the received logs, it can be confirmed that the ventilator failed monitoring and breathing pressure transducer test during pre-use check several times. The technical log was not provided. However due to lack of information, the root cause of faulty pcb could not be found.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).